Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for routine in-clinic follow up. Upon device interrogation revealed several stored episodes of inappropriate automatic mode switch caused oversensed noise caused by the right atrial lead. Noise was reproducible with isometric movement. No interventions were made, as the physician elected to continue to monitor.